Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection (B)(6) 2012 and was prescribed a two week course of doxycycline (dosage not reported). It was reported that the patient developed another infection (B)(6) 2013 and was prescribed bactroban and minocycline. It was reported the issues resolved.